Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that this inflatable penile prosthesis was exhibiting inflation issues. No fluid leaks were identified. The patient wanted a more rigid implant. The device was explanted and replaced with a tactra. There were no patient complications.